Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the basal was not working and customer was not comfortable with the insulin pump. The customer¿s blood glucose level was 17 mmol/l and 22.5 mmol/l. The customer was hospitalized on (B)(6) 2018 with high blood glucose level and diabetic ketoacidosis. The customer was treated with insulin, glucose infusion, potassium and intravenously. The customer was wearing insulin pump when hospitalized. The insulin pump was not getting any alarm and customer¿s mother declined troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, pump error 63 alarmed during self test and confirmed in pump history with variable due to cold solder joint at the keypad assembly. Unit received with cracked case at the reservoir tube lip and retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2018 due to diabetic ketoacidosis and high blood glucose. Customer had a blood glucose of 22.5 while connected to the insulin pump at the hospital. Infusion sets have been changed multiple times but it seems only the bolus was working and not the basal. Blood glucose ranged from 8.17 to 17 mmol/l and had another high of 22.5 mmol/l. It was also reported that the insulin pump was not giving any alarm. Customer was not able to perform high pressure test and wants to have the device replaced.